Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The transseptal puncture was successfully completed and the physician then inserted the was into the patient. The physician positioned the was in the laa of the patient and then began inserting the wds. While inserting the wds, it was seen on transesophageal echocardiogram (tee) that there was a thrombus on was. The decision was made to continue the procedure and then aspirate the thrombus. The physician successfully implanted the closure device in the laa of the patient. After the closure device was implanted the physician began to aspirate as much of the thrombus out of the patient as possible. Some of the thrombus was removed and some of it remained in the patient, but the physician decided against doing anything further. Post procedure the patient passed a neurological exam and was sent to the ICU to remain under observation.